Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H2 correction h6 medical device problem code - correction.